Event description:
Procedure: hernia. According to the reporter: the customer states that the balloon of the trocar (retainer) was punctured. The balloon did not inflate. There was no patient harm.

Manufacturer narrative:
(B)(4)